Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No data analysis was performed as no data was available due to the insulin pump being received without a battery installed.

Event description:
It was reported that the customer has passed away at home. The caller stated that they think the cause of death was cardiac arrest. The caller was the cousin of the deceased and was unsure about most of the information. The caller stated that she thinks the customer was wearing the insulin pump at the time of death. The customer was using sensors but the caller was unsure if a sensor was worn at the time of death. The brother of the customer was contacted and he stated that the customer's body was cremated and he does not believe anything was left over. He knew that the insulin pump was on the customer when she was taken out; she had the insulin pump on her. He stated that he will find out more information and will call us back. The insulin pump information used in this medwatch report was not verified with the callers. The insulin pump information used is the information of the last known insulin pump issued to the customer. No further information is available at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.